Manufacturer narrative:
It was reported that left hip revision surgery was performed. During the revision, the bhr head was removed. The bhr cup remained implanted. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. A review of the complaint history for the bhr cup and bhr head was performed using batch numbers in search of similar reports for the products during their lifetimes. No other similar complaints were identified. In the absence of the actual devices, the production records were reviewed for the known devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event and no further actions are required at this time. The available medical documents were reviewed. The intraoperative finding of metallosis may be consistent with findings associated with metal debris. However, based on the limited documentation provided, and without supporting radiographic images, lab/pathology results, and/or the analysis of the explanted components, the root cause of the reported metallosis cannot be confirmed and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. The patient impact beyond the revision and associated post-op pain cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be re-opened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that a revision surgery was performed due to severe and debilitating pain which radiated down to patient's left thigh. Chromium and cobalt levels were both in the 90¿s and a hip MRI confirmed a pseudotumor.